Manufacturer narrative:
Correction to h6 component code.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited extended charge times. During device change out on (B)(6) 2025, it was observed that the atrial lead showed a drop in pacing impedance and a failure to sense. The device was explanted and the lead was capped. The patient was stable.